Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device is not available for return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported after a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components (lot unknown) was used for treatment of postpartum trickle bleed. The bakri was inserted and inflated to 250 ml. All clinical observations were normal. The following morning the bakri only had approximately 15ml left in it. Bakri was tested by the user and a pin hole was found at the junction of the catheter port, just a few mm´s above the stop cock region, distally to the balloon. It's used was discontinued; the device is no longer available. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation evaluation: description of event: it was reported after a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components (lot unknown) was used for treatment of postpartum trickle bleed. The bakri was inserted and inflated to 250 ml. All clinical observations were normal. The following morning the bakri only had approximately 15ml left in it. Bakri was tested by the user and a pin hole was found at the junction of the catheter port, just a few mm´s above the stop cock region, distally to the balloon. It's used was discontinued, the device is no longer available. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, and functional test of the device, were conducted during the investigation. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a trackwise search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint devices were not available for return. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.